Event description:
It was reported that the patient had ineffective stimulation, while no trauma or falls were reported they patient is very active, including skiing. Migration was identified on the s2 lead. As a result, surgical intervention was undertaken on (B)(6) 2026. During the procedure fractures were found on the right s2 lead, left l1 lead and right l1 lead. Two leads were successfully removed, however the left l1 lead broke with a fragment remaining in the patient [related manufacturer reference number:1627487-2026-00633]. Procedure was completed and therapy restored. It cannot be determined which of the s2 leads are positioned left or right.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6771751. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.